Event description:
Healthcare professional reported right side rupture diagnosed by palpation and ultrasound and capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "severe problems" and "abnormalities". Device location is unknown. Patient later stated rupture of the device on an unknown side. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "severe problems" and "abnormalities". Device location is unknown. Patient later stated rupture of the device on an unknown side. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data:d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken device side assessed as unidentified (tear) opening and broken device side assessed as surgical damage. (Shell thickness was within specification). Capsular contracture : unable to observe since it is as event and is not related to the device. Additional observation: red biological observed on the device patch.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "severe problems" and "abnormalities". Device location is unknown. Patient later stated, rupture of the device on an unknown side. This relates to the right side.